Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
This report is to advise of an event observed during analysis.